Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: a3, a4, a5, b5, b7 and h6.

Event description:
Additional information was reported from the user facility indicating that the bacteria was gordonia terrae, not gorgonian terrey as previously reported. This patient underwent ion navigation bronchoscopy with bronchial washing and transbronchial needle aspiration on (B)(6) 2023 after presenting to urgent care with a 5 day history of coughing, lung pain, shortness of breath, sinus and nasal congestion, and a positive covid test that same morning. The patient had an acid-fast bacillus culture that was positive for both gordonia terrae andgordonia hongkongensis (date unknown) as an outpatient. No treatment for gordonia terrae was given. The facility stated that they did not know the root cause of the infections. The current thinking was that it may have been something environmental and not the scopes. The reported stated that the particular species takes 6 weeks to become positive and can only be identified at the state lab. By the time the cultures were back, the scopes had already been used a couple dozen times. The reprocessors were also not cultured, and had been cycled several dozen times as well. The patients status was stated to be alive with continued respiratory issues.

Event description:
A user facility reported to olympus that an outbreak of gorgonian terrey infection had occurred in 8 patients, with a possible link tracking back to one of four (4) evis exera iii bronchovideoscope's. It was stated that the user facility's infection prevention team had not linked the infection to the scopes at the time of the report as they did not know if the infection was caused by the scope. The reporter stated that it was not a "true" positive culture. It was also unknown if the combination listed below was the device involved for each patient listed. Additional information has been requested multiple times, but not received. Patient identifier (B)(6) is for patient 1 with scope s/n: (B)(4). Patient identifier (B)(6) is for patient 2 with scope s/n: (B)(4). Patient identifier (B)(6) is for patient 3 with scope s/n: (B)(4). Patient identifier (B)(6) is for patient 4 with scope s/n: (B)(4). Patient identifier (B)(6) is for patient 5 with scope s/n: (B)(4). Patient identifier (B)(6) is for patient 6 with scope s/n: (B)(4). Patient identifier (B)(6) is for patient 7 with scope s/n: (B)(4). Patient identifier (B)(6) is for patient 8 with scope s/n: (B)(4).

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report was submitted by the importer under the importer's report number: (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. A relationship between the subject device and the event could not be identified due to the following: 1. The infection control manager of the user facility reported that the reprocessing steps conducted by the user had no issue. 2. The user stated that the cause of the infection is unknown and may have been caused by an environmental issue and not the subject device. 3. The user did not perform a culture test on the subject device. 4. The user did not wish for olympus to perform a culture test on the subject device. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes a correction to b5 and d4 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
Based on the customer¿s response, the patient order has been corrected to the following: patient identifier (B)(6) is for patient 1 with scope s/n: (B)(6). Patient identifier (B)(6) is for patient 2 with scope s/n: (B)(6). Patient identifier (B)(6) is for patient 3 with scope s/n: (B)(6). Patient identifier (B)(6) is for patient 4 with scope s/n: (B)(6). Patient identifier (B)(6) is for patient 5 with scope s/n: (B)(6). Patient identifier (B)(6) is for patient 6 with scope s/n: (B)(6). Patient identifier (B)(6) is for patient 7 with scope s/n: (B)(6). Patient identifier (B)(6) is for patient 8 with scope s/n: (B)(6).